Event description:
During a check-out procedure at the manufacturer's service center, a ventilator powered on without keypress activation when the device was connected to ac power. The device was not in patient use. The device's system board was replaced to address the issue.